Event description:
I had my 5 and half year old allergan natrelle silicone implants removed, due to numerous unexplainable symptoms and discovering info about breast implant illness. When my implants were removed, my left implant was found to be badly ruptured. FDA safety report ID# (B)(4).